Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to brachytherapy procedure, a seed was allegedly bent. There was no patient contact.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as 2020394. The correct FDA rn number was 1018233. H10: manufacturing review: a sales order and device history record review was performed for the affected lot number of the seed. No issues were noted with the release of this lot. Investigation summary: the sample was not returned. The investigation is confirmed for bent seed based on the picture provided; therefore, further analysis was not possible. The root cause is undetermined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to brachytherapy procedure, a seed was allegedly bent. There was no patient contact.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as (B)(4). The correct FDA rn number was (B)(4). H10: manufacturing review: a sales order and device history record review was performed for the affected lot number of the seed. No issues were noted with the release of this lot. Additionally, the device history record review for the cartridge lot was retrieved and reviewed. No issues were noted. Investigation summary: the sample was not returned. The investigation is confirmed for bent seed based on the picture provided; therefore, further analysis was not possible. The root cause is undetermined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to brachytherapy procedure, a seed was allegedly bent. There was no patient contact.

Event description:
It was reported that prior to brachytherapy procedure, a seed was allegedly bent. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the affected lot number of the seed. This lot met all release criteria. Investigation summary: the sample was not returned. The investigation is confirmed for bent seed based on the picture provided; therefore, further analysis was not possible. The root cause is undetermined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.